Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The d5 field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, the e433 error was caused by a defective high voltage power supply (hvps) board. The hvps board can be damaged by the following causes: - supply voltage from the hvps board is missing or too low (permanent error). - short circuit of the mos transistors (permanent error). In such cases, the user may sometimes observe popping noises or flashes. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the e433 error was due to a defective high voltage power supply board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the generator was giving an e433, permanent rebooting error message. The issue was found during maintenance. There was no procedure or patient involved.